Event description:
It was reported that customer's blood glucose is high, the blood glucose reading is 216 mg/dl. Customer removed set and blood was visible. Customer also noticed that the reservoir leaked. Customer is pregnant. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our